Event description:
Nurse discovered that the catheter had sheared. Catheter was not visible at insertion site. Pt was taken to or and catheter was retrieved from the left subclavian vein by surgeon. This is one of 3 recent events involving co's catheter with a similar break.